Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) removed the back panel and found no lights on the t-board. The t board was replaced and tested again, but drawer 1.1 remained off the bus while drawer 1.2 was communicating. The drawer c board for drawer 1.1 was replaced. All cables were checked, and the bands were in good condition. Testing was conducted using the hardware test application (hta) and the main application. Both drawers were recovered and successfully tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was not found on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.